Manufacturer narrative:
Findings: received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated there is crack and scratches on the lcd screen. Customer doesn't know how the damage occurred. The customer that she can't read the pump screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.